Manufacturer narrative:
No patient was present or impacted. The medtronic representative visited the site and found that a pin of the j7 cable connector was broken. This cable is for the motion batteries and was the root cause of the issue. The j7 connector battery cable was replaced on the system and this resolved the issue. System passed functional testing after part replacement.

Event description:
A medtronic representative reported that the o-arm system was non-functional. No patient was present or impacted.

Manufacturer narrative:
Medtronic investigation of suspect battery cable finds that the reported issue is confirmed. Visual inspection confirms j7 pin has separated from connector and wire for battery 8 positive appears cut at j7 connector. Damaged battery connector assembly. The reported issue was found to be caused by an electrical failure mode due to damage to the connector.